Event description:
The customer reported to olympus, that part of the bronchovideoscope had a broken biopsy port channel. The issue was found during reprocessing after a procedure that was completed using the same set device. The device was returned for evaluation. During the device evaluation, the biopsy port was detached (missing biopsy port and biopsy port rubber cover). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: stained, optical cover glass, damaged distal end cap and crush marks on light guide tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the biopsy channel port received higher torque than the design expectation, causing the event to occur. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.